Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
D4: the UDI number is unknown as there was no part and lot number provided. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a conclusive cause for the single leaflet device attachment (slda). The tissue damage and worsening mitral regurgitation (mr) were due to procedural conditions due to the slda. The reported patient effects of tissue damage and worsening mitral regurgitation are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. Based on the information provided, the worsening mr and tissue appear to relate to the slda; therefore, attributed to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: literature titled, surgical conversion early after failed percutaneous repair with the mitraclip system.

Event description:
This is being filed to report worsening mitral regurgitation, tissue damage, prolonged hospitalization, and surgical intervention. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3-4. A clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), resulting in chordal rupture and worsening mitral regurgitation. The patient remained hospitalized and underwent surgery for mitral valve repair. It is unknown at this time if the surgery was successful. One clip was implanted, worsening mr to 4. There was no reported clinically significant delay in the procedure. No additional information was provided.